Manufacturer narrative:
Corrected information: adverse event (inadvertently omitted).

Manufacturer narrative:
Plant investigation: a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) when a patient completed treatment a 2008k2 machine was placed into rinse and during the disinfection stage, a tmp alarm occurred. At that time, it was reported smoke was coming from the back (near the fan) of the machine. There was no patient involvement, harm or adverse event reported. A quote for service was sent to the customer, however, they have yet to approve it. This report was received from fresenius (B)(4).